Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: printed circuit board failure a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in cp board, equipment does not work properly. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had power switched off. The issue was found during a diagnostic laparoscopic revision of ileus procedure that was completed with an olympus back-up device. There were no reports of patient harm.